Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak that occurred from the back of their access 2 immunoassay system which overflowed from the counter into the adjacent aisle. The spill was cleaned up by the customer and no injury or exposure was reported. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 for this event. Fse noted that the leak originated from the peri-pump; a piece of loose tubing was leaking. Fse reattached the loose peri-pump tubing and the leak was resolved. It is unknown how the tubing had become disconnected. (B)(4).